Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that the patient was seen by the rep personally. The patient was scheduled for an MRI and did not think the system was charged for them to get to MRI mode. The rep met the patient at the MRI facility and indeed their system was charged and functional. They assisted them in placing it in MRI mode and the scan was done. The system was and is working. The patient was confused and their weight was unknown.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. It was reported that the patient told the caller that their 'system was not working' and the batteries were 'not working'. Caller was unsure what that meant. The date of when the issue started was unknown. No symptoms were reported. No further complications were reported/anticipated.

Event description:
Additional information was received from the consumer on (B)(6) 2017 reporting that the patient needed an MRI for breast cancer in (B)(6). The patient had not been using their therapy because it had not been working. This had been clarified that therapy had not been helping the pain in their back, lower leg, and foot. The manufacturer representative was going to jumpstart the device for the MRI but it was found out that there was a little juice left so a jumpstart was not needed. The ins was charged up a little and the patient could feel a little tingling in their leg. Then the patient turned it off to save the battery. The MRI appointment was on the day of the call ((B)(6) 2017). The low patient programmer batteries screen was showing during the call but this resolved when the batteries were changed out. The ins low battery screen was seen but bypassed in order to put the ins in MRI mode. The reposition antenna screen was seen on the insr when attempting to charge but it was confirmed that the insr antenna had not been over the ins. Moving the antenna over the ins resolved the issue. The event started on (B)(6) 2016 and was reported to a manufacturer representative in (B)(6). It was noted that the patient¿s hcp had told the patient that they needed to have the device taken out. It was also mentioned that the patient had arthritis in their hand since 2006 but it had recently hit them really hard. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.